Manufacturer narrative:
On (B)(6) 2016, a medtronic representative performed an imaging system check-out at the site. The image acquisition system (ias) was not holding a charge while driving. The motion batteries were replaced along with the motion battery charger board. The mechanical tests, imaging tests and safety inspection all passed; the system was fully functional after part replacements. The motor battery charger pcba was returned to the manufacturer for evaluation. Further investigation is in progress.

Event description:
A site representative reported that the imaging system gives a message saying to charge the batteries immediately even when it is plugged in. It dies soon after they start driving it. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect motor battery charger was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.